Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Event description:
According to the report, "we got the complaint about the using of bioglue that occurred on (B)(6) in (B)(6) from [hospital]. (However it is not decided this complaint is caused by bioglue). The patient who treated total arch replacement caused anaphylactic shock while artificial cardio pulmonary was used. And she passed away. Patient information is below: (B)(6) years old. Female. (B)(6) nationality. It was first time for her to use bioglue. Unknown whether she had bovine allergy or not. It was used one bioglue for anastomotic part for total arch replacement. Before stop to use artificial cardio pulmonary, the doctor noticed her lung become swollen and cause anaphylactic shock. It was 30 to 40 minutes later after bg started to use. To decrease swollen lung, the doctor gave her an IV drip and adrenaline. The patient passed away by multiple organ failure cased by sepsis. The patient had treated 2 drugs below: rocuronium bromide (product name is eslax, sold by msd), mannitol. The doctor thinks the anaphylactic shock caused by above drugs. But there is a slight possibility that it was caused by bioglue because it is unknown that whether the patient is bovine allergic or not."

Manufacturer narrative:
Corrected date: date of patient death corrected to (B)(6) 2017. A definitive lot number was not provided, but shipping records were queried for all lot numbers shipped to the hospital in the 6 months prior to the date of implant. Three potential lot numbers were identified, 17mjx001, 17mjx003, and 17mjx005. The device history records for these lots were reviewed and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. No non-conformances, deviations, or waivers were noted. A review was performed of the available information. A (B)(6) female underwent a total arch replacement on (B)(6) 2017 in which bioglue was used on the proximal anastomosis, three-branch anastomosis, and distal anastomosis. Approximately 30-40 minutes after bioglue was applied, the patient was about to be detached from artificial cardio pulmonary when the patient developed anaphylactic shock. Her lungs were found to be massively swollen. An IV drip as well as adrenalin injection was administered. Reportedly the aortic clamp time as 86 min. The patient died on (B)(6) of multiple organ failure caused by sepsis. It was the first time bioglue was used in this patient; however, it is unknown if the patient had a known sensitivity to materials of bovine origin. ¿the surgeon does not actively allege bioglue attributed to this incident. First, bioglue was never used to this patient before. Second, doctor paid great care during the use so that bioglue does not enter graft and into blood. He rather keeps position that causal relationship cannot be 100% denied. There are two more drugs that he thinks could be attributed to the anaphylactic shock: rocuronium bromide (product name is eslax, sold by msd) for relaxing muscles during surgery and mechanical breathing and mannitol for increasing osmotic pressure.¿ based on the information available at the time of this report, it is unknown if the patient had a bovine allergy. As several products were used it is unknown which product caused the anaphylactic shock. No journal articles were identified which discussed allergic reactions or anaphylactic shock and bioglue. According to the information provided the patient died of multi system organ failure secondary to sepsis. This would suggest that the shock may have been related to an infection rather than anaphylaxis. Bioglue is terminally sterilized and is therefore unlikely to be the cause of infection. The IFU provides the following information: "bioglue contains a material of animal origin that may be capable of transmitting infectious agents," "not for patients with a known sensitivity to materials of bovine origin," "exposure to bioglue may cause a hypersensitivity reaction such as swelling or edema at the application site. Development of immune complex disease, with various manifestations, as the device undergoes resorption is also a possibility," "avoid repeat exposure of bioglue in the same patient. Hypersensitivity reactions are possible upon exposure to bioglue. Sensitization has been observed in animals," and "do not use bioglue in the presence of infection and use with caution in contaminated areas of the body." The IFU also states "bioglue should be used only when complete visualization of the target application location is possible, when it is properly primed to achieve optimal viscosity, and a minimal amount is used," "bioglue, which degrades via proteolysis, can be slow to resorb dependent on the quantity of adhesive applied. The slow resorption of excessive amounts of bioglue has been associated with sterile inflammatory response, requiring explant of the material. Bioglue should be applied as a thin layer, as an adjunct to sutures or staples, and in amounts sufficient to seal the area. Bioglue should not be applied in excess," and "apply an even coating of bioglue to the target area. In general, use an approximately 1.0-3.0mm thick coating for vessels that are greater than 2.5cm in diameter or an approximately 0.5-1.0mm thick coating for vessels that are less than 2.5cm in diameter." The IFU identifies the following potential adverse events that may occur with the use of bioglue: infection, inflammatory, immune systemic allergic reaction, and death. The cause of death in this patient was multi system organ failure due to systemic shock. There is conflicting information regarding the etiology of the shock ¿anaphylactic shock vs sepsis.¿ anaphylactic reaction to bioglue cannot be excluded however a review of IFU showed adequate precautions and warnings are provided about the potential for allergic reaction. No further action required. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to cryolife is accurate or has been confirmed by cryolife.

Event description:
According to the report, "we got the complaint about the using of bioglue that occurred on (B)(6) in (B)(6) from [hospital]. (However it is not decided this complaint is caused by bioglue). The patient who treated total arch replacement caused anaphylactic shock while artificial cardio pulmonary was used. And she passed away. Patient information is below: (B)(6). Female. Thai nationality. It was first time for her to use bioglue. Unknown whether she had bovine allergy or not. It was used one bioglue for anastomotic part for total arch replacement. Before stop to use artificial cardio pulmonary, the doctor noticed her lung become swollen and cause anaphylactic shock. It was 30 to 40 minutes later after bg started to use. To decrease swollen lung, the doctor gave her an IV drip and adrenaline. The patient passed away by multiple organ failure cased by sepsis. The patient had treated 2 drugs below: rocuronium bromide (product name is (B)(6) , sold by (B)(6)), mannitol. The doctor thinks the anaphylactic shock caused by above drugs. But there is a slight possibility that it was caused by bioglue because it is unknown that whether the patient is bovine allergic or not."